Event description:
It was reported by the affiliate during a haemorrhoidopexy procedure that there was an incomplete staple line, but complete cutting line. Sutured by hand. No further information is available. 1 instrument was used on mull for testing, same problem. There was no adverse pt consequence.